Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 288 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, during the prime test the customer did not observe any insulin coming out of the tubing. The customer's mother did not have the necessary supplies to perform further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.